Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported a blood leak occurred with the bloodlines during the patient¿s hemodialysis (hd) treatment with approximately one hour remaining. The cm stated that blood squirted from the transfusor and venous and arterial pressures were high. The cm also stated that the fresenius 2008t machine alarmed with an air detected message. There was no defect, damage, or loose connections noticed on the bloodlines the patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: a sample was returned to the manufacturer for a physical evaluation. The sample was received without original packaging, however, it was received with a label identification with the product number 03-2722-9 and the lot number 21pr01281. Additionally, the sample was received with a note sent by the customer that states the following: ¿heparin line partially broken off, blood leaking¿. During the visual inspection a separation was found from the heparin line to the red ¿t¿ connector. In addition, no solvent application was observed in the tubing and connector. The alleged failure mode was confirmed during sample evaluation. This kind of failure mode could be attributed to an inadvertent omission from the operator by not following the work instruction and not applying solvent correctly in the components during the manufacturing process (lack of solvent application).

Event description:
A user facility clinic manager (cm) reported a blood leak occurred with the bloodlines during the patient¿s hemodialysis (hd) treatment with approximately one hour remaining. The cm stated that blood squirted from the transfusor and venous and arterial pressures were high. The cm also stated that the fresenius 2008t machine alarmed with an air detected message. There was no defect, damage, or loose connections noticed on the bloodlines the patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.